Manufacturer narrative:
This report filed july 22, 2016.

Manufacturer narrative:
This report is filed, (B)(6) 2016.

Event description:
Per the clinic, the patient's internal magnet was removed in (B)(6) 2016 (date not reported) as the patient required MRI's related to other health issues. The patient developed an infection at the site post magnet removal that was treated with oral antibiotics. Subsequently the device was explanted on (B)(6) 2016. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.